Event description:
It was reported that the patient underwent laparoscopic inguinal hernia repair on (B)(6) 2014 and absorbable straps were used to secure the mesh. During the procedure, the white tip fell off of the device. The procedure was completed with a like device. There was no adverse patient consequence.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The actual device product code and batch number associated with this event is not known. Two possible batch numbers are reported as follows: product code strap12, batch hl6471, mfg date: 10/16/2014, exp date: 7/31/2016. Product code strap25, batch gbz786, mfg date: 2/14/2013, exp date: 2/14/2015. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.